Event description:
The affiliate reported that the hospital had an evd system come apart. The nurse clamped the evd for the patient to use the bathroom. When the patient returned, the nurse unclamped the tubing and the tubing came apart from the attached port. The system was revised with no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation it was noted that the eds iii was visually inspected and it was noted that the tubing from the needless port (patient line) was not returned; however glue traces were found on the needless port. It is possible that when releasing the sliding clamp this has pulled on the tubing disconnecting it, but this could not be determined. No other leaks were found. The current quality inspection for these assemblies is established to 100% tested for leaks and blockages. A review of the history device records was not possible since the lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.